Manufacturer narrative:
Section e initial reporter cannot be provided due to japanese privacy regulations. Section e japan medtronic personnel reported event to manufacturer on behalf of the customer. Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that this 840 ventilator generated a processing error when turned on. The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the reported issue and replaced the exhalation transducer printed circuit board assembly (pcba). The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. One exhalation transducer pcba was returned to medtronic for failure investigation. A visual inspection was carried out on the returned component, no anomalies were observed. The exhalation transducer pcba was attached to the failure investigation test ventilator for analysis and powered up. While performing the extended self test (est), the ventilator failed the ¿exp valve test" with code "unable to establish exp flow". The fault was isolated to the component u1 of the exhalation transducer pcba. If this fault would occur while in use on a patient, the ventilator response would be a loss of ventilation to the patient. The cause of the event was determined to be fault in exhalation transducer pcba. The manufacturing records for each device are thoro ughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this 840 ventilator generated a processing error when turned on. The ventilator was not in use on a patient at the time of the reported event.